Event description:
During a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The target lesion was a moderately tortouos, 80% stenosed portion of the circumflex (cx) coronary artery. The physician was unable to cross the lesion with a 32x3.5mm taxus liberte' drug eluting stent. The stent was felt to be blocked at the proximal part of the cx. After retrieval of the stent it was noticed that there appeared to be "unraveling of the first cell (mesh)". The procedure was completed with the placement of two taxus liberte' stents sizes 3.0x13mm and 3.5x32mm into the left anterior descending (lad) and the cx. Medications used pre-procedure included plavix, lovinox, monicor and tenordate. Medications used during the procedure included aspegic and heparine. This product is only ous approved but it is similar to a marketed us device.